Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient was admitted in 2009, with a history of 2-3 weeks of increasing angina with one prolonged episode at rest. He was ruled out for myocardial infarction (mi). The patient had a cardiac catheterization the next day, which revealed marked in-stent restenosis of his distal left main artery (lm) and stenosis of the diagonal. Percutaneous coronary intervention was performed on the same day, to treat the restenosis. No additional event or patient information is available.

Manufacturer narrative:
Stenosis and angina, as noted in the instruction for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, stenosis, angina, and hospitalization are listed in the risk assessment. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina, which required treatment with medications, was a secondary effect of the stenosis, which required hospitalization and treatment via pci. A conclusive cause cannot be determined.